Event description:
It was reported by the field clinical specialist (fcs), that approximately 4 years, 3 months and 4 days post tavr procedure with a 23mm spien 3 ultra valve, the valve was failing. A review was requested for a valve in valve procedure. There is no additional information. Per follow up the patient has a clot in his left ventricle and valve, viv is being delayed for now. Per clinician review the patient had degeneration. Tte on (B)(6) 2024 showed lv ef 57%, the bioprosthetic aortic valve with elevated valve gradients, moderate aortic regurgitation, trace paravalvular leak, and av peak/mean gradient 47/27mmhg, ava 1.0cm2.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. Imagery was provided by the site and reviewed by an edwards imager. There is halt on two leaflets, and the valve is in good position and is adequately expanded at 22.3mm at mid valve. There is full expansion at inflow and outflow. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration is confirmed based on the medical report and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, approximately 4 years, 3 months and 4 days post tavr procedure the valve was failing. Per clinician review, the patient had degeneration. Per review of the medical records, the thv had torn or prolapsing leaflet, moderate aortic regurgitation, hypoattenuating leaflet thickening involving the leaflet in the non-coronary cusp, and elevated valve gradients. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information was provided, a definitive root cause was unable to be determined at this time.